Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood and tissue around the helix. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to low amplitude. Upon removal, the physician noticed that there was tissue build up on the helix. No additional adverse patient effects were reported. This lead has been returned.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to low amplitude. Upon removal, the physician noticed that there was tissue build up on the helix. No additional adverse patient effects were reported. This lead has been returned.